Event description:
It was reported that when the operator pulled out the table cassette holder on the compax 40e; it did not stop at the mechanical stop and hit the operator's leg causing some bruising. A serious injury was not reported. A patient was not involved.

Manufacturer narrative:
A ge service representative reported that the operator used excessive force to pull out the cassette tray.